Event description:
It was reported that during an unknown procedure, the trocars were leaking. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? ¿yes, whistling and hissing if so, did the noise prevent insufflation? Please describe the noise. No significant prevention of the insufflation, but whistling noise occurred frequently during instrument exchange when trocar was ''empty''. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Undefined (slight) drop in pressure, no significant affect on the surgeons visibility what was the gas consumption rate or volume (liter/minute)? Unk. Were you able to identify where the leak was coming from? No. Was any torque being applied to the trocar or device? No. The analysis results found that devices (a, b) were returned in good visual condition. Upon evaluation of each device, the duckbill was found to be open at the slit. A leak test was performed and each device was noted to leak without the test probe being inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported events. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.